Event description:
It was reported that the patient was experiencing pain at the lower back which described as aching, throbbing and shooting. The patient underwent an implantable pulse generator (ipg) replacement procedure and the patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three years prior to the date the manufacturer became aware of the event.